Manufacturer narrative:
Product analysis conclusion :a series of four (4) images were received from the account. The images show the shelf carton and pouch label identifying the device as (B)(6). One image captures the valiant captivia in-vitro with the external slider in the home position and the tip capture release handle in the open position. The final images shows the device handle label conforming the stent graft size. There was no evidence of a delivery system malfunction based on the image review. B5; additional information received: it was confirmed there were no issues deploying the valiant captivia stent graft in the intended location. There was no false lumen perfusion noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported acute type a dissection was likely confirmed; however, the cause of the event could not be determined from the limited films available. Complete pre and post implant cts were not available for a thorough assessment of the pre-implant anatomy and stent graft in-vivo configuration. The absence of procedural angiogram videos prevented a detailed evaluation at the time of the dissection. Although no clear stent graft issues were observed , it is possible that an interaction between the bare stents and the innominate artery, as reported by the physician, may have contributed to the dissection, but this could not be confirmed. It is also possible that unknown patient co-morbidities may have contributed to the event, but again, this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent graft (vamf3838c200te) was implanted during the endovascular treatment of a thoracic aortic ulcer . The ulcer was situated in a large area at the left subclavian root. The surgical plan involved placing the thoracic aortic stent graft at the posterior edge of the innominate artery, performing chimney surgery on the left common carotid artery, and performing diversion surgery on the left subclavian artery (cervicoclavicular bypass). It was reported during the index procedure, vamf3838c200te was implanted at the posterior edge of the innominate artery, and a bare stent was implanted through the chimney surgery through the reserved access of the left common carotid artery. Subsequent to the implantation, an angio CT scan was conducted, revealing smooth blood flow in the innominate artery and the left common carotid chimney stent. Cervicoclavicular diversion surgery was continued. After the diversion surgery, another angiography was performed which identified a type a dissection in the ascending aorta, with a false lumen hematoma compressing the true lumen. The type a dissection was suspected to be caused by the proximal bare stent of the thoracic aortic stent graft causing an aortic intima rupture. As a result, an open surgery was performed, and the valiant captivia stent graft was explanted, and the entire aortic arch was replaced with an artificial blood vessel. Per the physician the cause of the dissection was noted to be that the proximal bare stent of the thoracic aortic stent graft had a sharp edge, and when it reached the front wall of the innominate artery, it punctured the aortic intima, leading to a type a aortic dissection. No additional clinical sequelae were provided, and the patient is fine.